Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. This device was used on a pt. An analysis on the returned samples revealed that the product met specification. Valves remained intact on the respective inflation funnels and do not "come out" during the inflation and deflation process, even when the syringe was removed from the valve orifice. However, based on computer feedback, such effect on the valve could probably been due to the syringe being deeply inserted into the valve orifice that makes the valve grip tightly to the syringe tip and force the valve to move outwards when the syringe was removed. No root cause for this user malfunction could be identified. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected.

Event description:
It was reported that a head nurse stated when taking the syringe out of the inflation port, the inner valve fell off from the port and remained on the syringe. It was further reported this incident re-occurred a few times.